Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of perforation with or w/o tamponade for the sapien 3 valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 0. The device identification (di) numbers for edwards commander delivery system are: 00690103193930, 00690103193947, 00690103193954, 00690103193961. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and transcatheter heart valve (thv) procedures. There are several potential etiologies for cardiac perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use transcatheter heart valves. Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
(B)(6) registry summary reporting for adverse event submission for may 2020 data extract for mitral death for the sapien 3 valve. This report summarizes 1 perforation with or w/o tamponade death event for the sapien 3 transcatheter heart valve in the mitral position for (B)(6) 2020. The age range for these events is from (B)(6). The breakdown for gender is as follows: 1 female. May 2020 data extract includes data provided by (B)(6) for q4 2019 (october 1 ¿ december 31).

Manufacturer narrative:
Supplemental report to add noe statement and provide information.

Event description:
This report summarize <noe> 1 </noe> event of perforation with or w/o tamponade death events for the sapien 3 for (B)(6) 2020.

Manufacturer narrative:
This report have been updated. Additionally, at the time the initial report for this mitral event was submitted, the event did not meet the tvtr criteria for summary reporting under exemption e2016006.

Event description:
Per the information received from the thv/tvt registry for (B)(6) 2020 data extract for mitral deaths for the sapien 3 transcatheter heart valve, a perforation with or w/o tamponade death event occurred. No additional information is available for this event.